Manufacturer narrative:
A failed battery test alarm was noted. The problem was isolated to the battery tube. The unexpected low battery alarm could not be confirmed due to the failed battery test alarm. No cosmetic damage was noted on electronic assembly.

Event description:
It was reported that the insulin pump had diminished battery longevity. The issue was not resolved with new batteries or cleaning the battery caps. No blood glucose reading was given. Nothing further was reported.